Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. No unexpected pump error alarm noted during testing, however pump error found in pump history files due to software anomaly as per global logic analysis. Insulin pump failed sleep current measurement due to water damage on electronic assemblies. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case and cracked keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarms and they were able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.